Event description:
A malfunction code on the customer¿s mobi pump was reported, but no notable events occurred before the issue, and there was no adverse impact on the customer¿s blood glucose level. The malfunction code was identified as malf 0, and although it was resettable, the customer had not reset the pump themselves. Technical support provided assistance with resetting the pump, and the malfunction did not recur. A follow-up ensured that the customer received a replacement pump, with the package tracked and confirmed as delivered. The customer was advised on steps to return the malfunctioning pump and to set up the replacement, including programming the settings and connecting to their continuous glucose monitor (cgm). No further issues were reported, and no additional actions were required. Customer reverted to an alternative method of insulin therapy.